Event description:
A balloon developed a pin-hole leak on the seconde infaltion at 8 atmospheres during a peripheral angiopalsty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure, without pt comlications. The device was received, evaluated and retained by this MFR. The enginieering eval revealed a pin-hole leak over the distal ro marker. Microscopic examination also revealed chatter marks on the balloon surface. Device displayed characteristics consistent with contact with a sharp external source, chatter marks on the balloon surface. Co's follow up also indicated this device was used in a calcified lesion. Co believes these factors contributed to this event and do not attribute it to the device.